Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that on (B)(6), the surgeon noted some 3rd degree burns on the inside of the left thigh of the pt (where the pt return electrode had been placed). The customer has not provided any add'l info.